Event description:
The cardinal health "reservoir jackson pratt" was opened for use in a plastic surgery case and it was noted that there was a short curly hair inside of the peel pack. The item was removed from the field and the table was not contaminated due to diligent staff and attention to detail. The item was collected and sent to the infection control department for reporting to the manufacturer.